Event description:
Subsequent to the initial medwatch report, additional information received: the access site was the right common femoral artery. Access site bruising was noted post procedure and ultrasound revealed pseudoaneurysm. Hospitalization was extended one day. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary stenting interventional procedure. Reportedly, hemostasis was not achieved. A thrombin injection at the vascular access site was used to achieve hemostasis. The next day the patient developed a pseudoaneurysm. A femoral ultrasound was performed. The pseudoaneurysm was treated with a thrombin injection. There was no adverse patient sequela. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.